Manufacturer narrative:
Based on the details of the case provided by the local sales representative and the hospital staff, there is no indication that the flash mini ostial system device did not perform as intended. The likely root causes based on available information and discussion with the reporting physician are related to a uncommon, complex use-case scenario with non-overlapping stents, resulting in incorrect placement of the distal balloon beyond the distal edge of the ostial stent. It was also reported that the treating physician did not use the supplied 1cc syringe with pressure relief functionality that is specified for use with the flash mini device in its instructions for use. Good faith efforts were made to obtain the device used, but it was no longer available for analysis and no lot number information was provided, so product functionality could not be verified. In addition to the case details, verge medical reviewed the historical complaint and adverse event data associated with the flash ostial system; no issues were noted that would have contributed to the reported incident. Any fields that are unpopulated are blank because the information is unknown or unavailable. Verge medical will submit a supplemental report if additional relevant information becomes known.

Event description:
The event description was provided to a verge medical sales representative during a call on 06/02/2026 by a physician indicating a procedure he assisted in (occurring on (B)(6) 2026) resulted in patient injury. The description stated that during a complex intervention crossing two non-overlapping stents in an rca, the distal balloon was inflated and a total of 1.5-2cc's of contrast was used using a non-flash syringe to inflate the proximal balloon. The proximal balloon inflated but appeared to move into the space between the two stents, resulting in a vessel perforation. This required additional intervention using a covered stent and the use of ECMO. No further complications related to use of the device were reported following the procedures.